Event description:
The patient was at the hospital for two hours and released from the hospital the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification issue occurred. The patient reported his receiver had not alerted when his blood glucose (bg) decreased. The patient passed out from a low bg while driving. His passenger was able to steer the car to the side of the road and called emergency medical services (ems). The passenger confirmed an alert had not occurred. Ems arrived and treated with patient with IV glucose. The cgm and bg values were not provided. The patient regained consciousness 20 minutes after ems arrived (per ems) and was transported to the hospital. The patient was at the hospital for two hours and released from the hospital the same day. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. Manual functional "try it" tests were performed and passed. The speaker resistance was measured and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding errors related to the complaint. The allegation was confirmed. The probable cause was determined to be receiver dispatch error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. The patient reported his receiver had not alerted when his blood glucose (bg) decreased. The patient passed out from a low bg while driving. His passenger was able to steer the car to the side of the road and called emergency medical services (ems). The passenger confirmed an alert had not occurred. Ems arrived and treated with patient with IV glucose. The cgm and bg values were not provided. The patient regained consciousness 20 minutes after ems arrived (per ems) and was transported to the hospital. It was not confirmed when the patient was released from the hospital. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. Manual functional "try it" tests were performed and passed. The speaker resistance was measured and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.